Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks and presented in the hospital. Review of the electrograms revealed noise on the right ventricular lead resulting in oversensing and shocks. The lead were capped and replaced on (B)(6) 2018. Fluoroscopy or visual inspection did not reveal any damage on the lead. The patient¿s condition was stable post procedure.